Manufacturer narrative:
The instrument was found to have the I-beam sleeve damage. A distal insert was used to retract the I-beam, and the sleeve was found to be damaged. The instrument was placed on an in-house system and found to fail initialization on 3 of 3 attempts. Therefore, failure analysis (fa) was unable to replicate the complaint. Root cause of this failure is attributed to manufacturing. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed on an in-house system and found to fail the initialization test on 3 of 3 attempts. Therefore, fa was unable to replicate the complaint. Review of logs confirmed one firing failure. Intuitive followed up and confirmed that issue occurred during gastric body resection. Issue did not occur after system fault. Jaws were not stuck on tissue. The clamp was able to be released. There was no harm to the grasped tissue. There was no unexpected tissue removal. The error message was tissue too thick to continue; it was unclamped. Stapling issue led to malformed staples and exposed blade on the reload. Procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument generated a tissue too thick to continue message. The fire was not done. Even if the instrument was removed and replaced, it would not open and could not be replaced. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.